Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was at a therapy pool for treatment due to cancer in his hip. After this, the patient had a dentist¿s appointment in the same building as the therapy pool. At the dentist¿s appointment, the patient ¿felt weak in the legs¿ and was sweating. The patient¿s cgm was reading 68 mg/dl. No bg meter comparison value was reported. Despite not having a full set of comparison cgm and bg meter values, the patient alleged a cgm inaccuracy. The dentist treated the patient with (2) 4% glucose "tubes" and emergency medical services (ems) was called. Once ems arrived, the patient stated a bg meter reading was taken but the specific value could not be recalled. The patient was transported to the emergency room (ER) where he was treated with a 50% glucose solution. Again, the patient could not recall his bg meter values from the ER. The patient was then given a meal to eat in the ER and was discharged a few hours later. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.